Manufacturer narrative:
Lens discarded at user facility and therefore is unable to be returned to manufacturer. However, investigational results revealed no discrepancies found as it relates to the batch documentation analysis. The audit determined that all procedures in the manufacturing and packaging of the lens had been carried out correctly. Batch reconciliation was 100%. (B)(4).

Event description:
Lenstec, inc. Received an email notification stating "lens dislocated in post op- returned to operating room to remove and replace with sulcus lens".